Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effect of death, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left anterior descending artery. A 3.5x26mm rx graftmaster covered stent was deployed at 18 atmospheres, but the extravasation continued. A 4.0x19mm rx graftmaster covered stent was deployed at 15 atmospheres, but the perforation was not sealed. A 4.0x16mm graftmaster covered stent was deployed at 16 atmospheres, but the perforation was not sealed. A non-abbott peripheral covered stent was used to successfully seal the perforation. The patient went into cardiac arrest and expired the same date from a cardiogenic and hemorrhagic shock. An autopsy was not performed. Reportedly, the use of the rx graftmaster covered stents did not cause additional complications or adverse events. No additional information was provided.